Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "transcatheter tricuspid valve replacement following tricuspid edge-to-edge-repair". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "transcatheter tricuspid valve replacement following tricuspid edge-to-edge-repair" was reviewed. The article presented a retrospective single center case study, to evaluate . Devices mentioned include mitraclip and a non-abbott device. The article concluded that this case demonstrates the feasibility of ttvr using a non-abbott device in patients with residual tr after t-teer without central clip placement. [The primary author and corresponding author was tobias geisler at university hospital tübingen institution with corresponding email tobias.geisler@med.uni-tuebingen.de.] This was a case study on an unknown date. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included paroxysmal atrial fibrillation, coronary artery disease, chronic kidney disease, heart failure with preserved ejection fraction, postcapillary pulmonary hypertension and massive tr. (B)(4). Peri- and post-procedural complications included recurrent tr, prolonged hospitalization, additional procedure with a non-abbott device.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "transcatheter tricuspid valve replacement following tricuspid edge-to-edge-repair". Summarized patient outcomes/complications of the triclip device were reported in a research article titled ¿transcatheter tricuspid valve replacement following tricuspid edge-to-edge-repair¿. Comorbidities included paroxysmal atrial fibrillation, coronary artery disease, chronic kidney disease, heart failure with preserved ejection fraction, postcapillary pulmonary hypertension and massive tr. Some of the complications reported included recurrent tr, prolonged hospitalization, additional procedure with a non-abbott device; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.